Manufacturer narrative:
Ins information corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. When asked if the cause of the high impedances was determined the representative noted it was possibly due to the pocket adaptor. The ins was placed in medical waste and wouldn't be returned to the manufacturer. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances were noted prior to a battery replacement surgery. The battery and pocket adaptor were replaced and the high impedance issue was resolved. No further complications reported.